Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was unable to close and an error message stating that there was an instrument problem appeared. The blade did not retract. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a dislodged grip ring which likely caused the grips not to open. The grip open lever was not functional and the grip ring moved freely up and down at the grip drive adapter. The probable root cause of dislodged grip ring on vse instrument is attributed to manufacturing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.